Event description:
The reporter contacted animas on (B)(6) 2012 stating that the pump delivered a bolus of .5 units when the pump was sitting on a counter without anyone touching the pump at the time. The reporter stated that the issue occurred once before when the pump delivered a bolus of 5 units while the patient was wearing the pump. The reporter confirmed that there was no signs or symptoms related to the event and the patient was fine. The reporter confirmed that the patient was not using the meter remote and confirmed that the pump delivered the bolus on its own. This report is made based on the allegation that the pump delivered a bolus without user intervention.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2013 follow-up # 1 - the pump was returned to animas and evaluated by product analysis on (B)(4) 2012: no defect was found. Testing was unable to duplicate the complaint during the investigation process. Successfully performed a 10 unit audio bolus and a normal 10 unit bolus. Both were accurately recorded in the pump history. The keypad was tested and all keys are responsive to user input. A 1 unit per hour basal program was executed in the pump for a 24 hour period; no unprogrammed boluses were delivered or recorded in the pump history during the 24 hour duration period. The bolus history shows on (B)(4) 2012 a 5.00 unit bolus was programmed and delivered at 21:19.